Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was unable to urinate or when he does urinate it is painful and burns. The patient indicated that they were going to the hospital and also that the week prior the patient had surgery for their kidney. The nature of the surgery was not reported. The issue was indicated to be sudden in nature starting the day prior to the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.